Manufacturer narrative:
Per the clinic, revision surgery was performed on (B)(6) 2015 to re-position the dislodged internal magnet. The implanted device remains. The report is filed november 2nd, 2015. Implanted device remains.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced loss of connection to the implant due to dislodgement of the internal magnet. Revision surgery is planned; however, this has not occurred as of the date of this report, (B)(4) 2015.